Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. No sample or photo was provided. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of needle hub hole/damaged with lot #7285612, regarding item (B)(4). No notifications were written for this batch, nor for the associated assembly batch. DHR review: assembly batch 7297674 had 27 visual inspections performed on 1,500 with zero defects noted. The epoxy inspection system was challenged seven times using 175 parts with zero failures recorded. Unable to determine a root cause without a sample or photo.

Event description:
It was reported that the white plastic at the base of the bd precisionglide needle was only applied to one side of the needle. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the white plastic at the base of the bd precisionglide¿ needle was only applied to one side of the needle. There was no report of exposure, injury, or medical intervention.